Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain and metallosis. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2011 due to alleged dislocation. Legal counsel reports that it was allegedly noted during the revision that the acetabular component spun and the screw fractured. A review of the invoice history confirmed the surgery dates and that all components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2011 due to a mechanical complication. Operative report further noted metallosis during the revision procedure. The modular head and cup were removed and replaced and a liner was implanted. Additional information received in operative report further noted patient underwent an additional revision procedure on (B)(6) 2011 due to acetabular component complication. Operative report further noted acetabular cup spin, rotation, and loosening, a fractured screw, and a superior-lateral acetabulum defect during the revision procedure. The cup and liner were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain and metallosis. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2011 due to alleged dislocation. Legal counsel reports that it was allegedly noted during the revision that the acetabular component spun and the screw fractured. A review of the invoice history confirmed the surgery dates and that all components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: category number ¿ 103530, lot number - 716720, expiration date ¿ oct 31, 2017, manufacture date ¿ oct 4, 2007; or the part/lot information could be: category number ¿ 103530, lot number - 526430, expiration date ¿ oct 31, 2020, manufacture date ¿ oct 12, 2010; or the part/lot information could be: category number ¿ 103532, lot number - 706440, expiration date ¿ sep 30, 2017, manufacture date ¿ oct 1, 2007; or the part/lot information could be: category number ¿ 103533, lot number - 737530, expiration date ¿ jun 30, 2019, manufacture date ¿ jun 24, 2009. There are warnings in the package insert that state that this type of event can occur: under precautions, number 6 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-05703/05708).